Event description:
The user facility reported that the pt expired during an unspecified diagnostic laparoscopic procedure. The user facility reported that the pt experienced an air embolism. The user facility reported that the insufflation unit (subject device) was set with a relief of 10 mmhg and the pressure also reads 10 mmhg. There was no further info provided.

Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain more detailed info regarding the report, and olympus was informed that the pt was a pediatric pt, and that during the procedure, the pressure relief had been set for 10 mmhg. The users reportedly began the procedure, had inserted either the trocar or needle into the pt, and then connected gas. The initial pressure setting was said to be 10mmhg, and was then increased to 12mmhg, and immediately thereafter the pt's condition deteriorated. The user facility has informed olympus that the subject device would not likely be returned for eval for an extended period of time. An olympus sales rep visited the user facility to inspect the insufflation unit shortly after the event and performed functional testing and reported the unit worked appropriately. Biomedical engineers at the facility that accompanied the olympus rep during the inspection also indicated that there appeared to be no problem with the device. The exact cause of the pt outcome could not be conclusively determined. Olympus continues to work with the user facility to obtain add'l info regarding this report. If significant add'l data is rec'd this report will be updated. This report is being submitted as a medical device report in an abundance of caution.